Event description:
The reporter stated that he had gotten readings of 27, 53 and 55 mg/dl, retested and results were 77, 99 and 108 mg/dl. He stated having tested using different fingers. A control solution test received in range results of 127 (87-130). No further info was provided.